Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve ((B)(6)) was implanted due to congenital hydrocephalus via ventriculo-peritoneal (vp) shunt on unknown date with unknown setting. On (B)(6) 2025, the valve was explanted and replaced with a new device due to suspicion of obstruction. The csf flow could not be confirmed even after the peritoneal catheter was removed from the valve. Primary disease: brain tumor. According to information provided, it is unknown if the patient presented with signs and symptoms of valve obstruction.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h4, h11. Root cause analysis update - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the reported issue could be due to biologicals debris, as noted in the IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting.

Event description:
Na.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. Device history records (DHR) - the product code 82-3162 with lot 7396736 conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 200 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for programming. The valve passed the test for occlusion, leak, reflux, siphon guard and pressure test. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the reported issue could be due to biologicals debris. Accumulation of biological matter within the valve can cause difficulties adjusting the valve setting with the tool kit and impair the anti-reflux function.